Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and reviewed the logs confirming the stated issue. The power supply board was replaced to resolve the reported issue.

Event description:
The hospital reported that, during a case. The unit switched off automatically. The staff manually ventilated the patient. There was no reported patient injury.